Manufacturer narrative:
Surgeon reported that patient had unusual synovitis post-op that required a steroid injection and continued narcotics. The patient has had suboptimal range of motion at this point. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Surgeon reported that patient had unusual synovitis post-op that required a steroid injection and continued narcotics. The patient has had suboptimal range of motion at this point.